Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 23 to 33 mg/dl at the time of the incident. The customer had blood glucose values ranging from 150 to 500 mg/dl and they did not know why. The customer was given food to treat, but could not keep anything down. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was released from the emergency room but they were still throwing up, they went to bed and died. The caller thought the pump was malfunctioning. The insulin pump will not be returned for analysis.

Event description:
The correct date of the ER visit was (B)(6) 2017.